Manufacturer narrative:
The field complaint of "physiologist switched on programmer and got ac shock from switch on programmer switching it on" was not verified as the event could not be reproduced. No additional findings not related to the event description. Software was installed and all tests were performed per procedure.

Event description:
It was reported that the programmer shocked the physician when switching the programmer on. The programmer was replaced. There was no user harm or any adverse consequences due to the reported shock. The patient was in stable condition.